Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, tucked the stimulation lead deeper, re-sutured, and closed the incision. Postoperative antibiotics were prescribed after the procedure was completed.